Manufacturer narrative:
Supplemental report submitted with results of investigation, which determined the bed lift was stuck in high height, and could not be lowered. This is an annoyance issue only and is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that an obstruction sensor required replacement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that an obstruction sensor required replacement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.